Manufacturer narrative:
(B)(4). It was reported that an error inspection was conducted. This reported symptom was clarified on (B)(6), 2012, as a failure to boot up. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The ac power supply was found to be defective and will be replaced to resolve the issue. See scanned page.

Event description:
It was reported that an error inspection was conducted. This reported symptom was clarified on (B)(6), 2012, as a failure to boot up. There was no report of patient involvement.